Manufacturer narrative:
Concomitant medical products: model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right atrial (ra) lead displayed undersensing when an atrial arrhythmia was in progress which resulted in the patient receiving an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which was detected as a ventricular fibrillation (vf) episode by the ICD. Follow up was conducted and the allied health professional (ahp) at the clinic was able to verify that the patient was seen by their physician and reprogramming was completed at that time. The lead and device remain in use. No further patient complications have been reported as a result of this event.